Manufacturer narrative:
This is 3 of 4 MDR reports.

Event description:
It was reported during the clinical trail 9 months post-procedure the the implanted flow-diverter stent had stenosis in the cavernous segment of the right internal carotid artery with possible relation to the subject guidewire. The physician performed a balloon angioplasty and additional stent implantation for the stenosis. The event was resolved. No other information is available.